Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The field service engineer reported that the battery failed the backup battery and external battery annual performance verification test. The customer did not report any patient or user harm.